Event description:
During a laparoscopic sigma the device fired as intended. The pt was discharged and then readmitted for post operative abscess due to possible anastomotic leakage. Pt received a blood transfusion of two units. The anastomosis was not tested for insufficiency. Pt was discharged and then readmitted two weeks post operatively with massive perianal bleeding, that required blood transfusions. Radiological diagnostics revealed a small (2mm) leakage in the posterior area of the anastomosis. CT scan revealed two small abcesses which were drained under CT control. Pt is stable now.